Manufacturer narrative:
Device evaluated by MFR: the nc quantum apex catheter was received with a nc quantum apex inner packaging pouch and a stopcock. The batch number on the packaging and device matched the batch number for this complaint. The stopcock was attached to the hub. There was contrast in the inflation lumen and blood in the hub. There were multiple hypotube kinks. Magnified inspection revealed the entire length of the balloon was longitudinally torn. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported during a percutaneous coronary intervention, a balloon rupture occured. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). The 8mm x 3.00mm quantum apex¿ balloon catheter was selected for dilatation of the lesion. The balloon ruptured at an unspecified inflation and pressure. The device was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patients status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported during a percutaneous coronary intervention, a balloon rupture occured. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). The 8 mm x 3.00 mm quantum apex balloon catheter was selected for dilatation of the lesion. The balloon ruptured at an unspecified inflation and pressure. The device was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patients status is good.